Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Product requested, not yet received.

Event description:
During a procedure, upon final preparation of the femur, the cutting block fractured at the extractor joint. It is unknown if any pieces had to be removed from the patient. There was no delay in procedure and nothing else was needed to complete the procedure, as the cuts had already been completed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Wear and impaction marks on the device were noted. A conclusive root cause of the event could not be determined.